Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(4). The patient reported obtaining blood glucose readings of 273 and 153mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin from 28 to 38 units. The patient reported that sometime later they developed symptoms of "sweating, tingling on lips, tiredness, blurry vision and headache". The patient reported self-treating these symptoms with orange juice and three cubes of sugar. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associate with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.